Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
The customer reported touchscreen not working. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed that the touchscreen does not respond and that the display is discolored and off center. The fse saw no visible damage. The fse recalibrated the touchscreen. No other problems were found, and the unit passed extended self testing.